Manufacturer narrative:
Product complaint # (B)(4). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Mentor manufacturer's report numbers: 1645337-2020-08833. 1645337-2020-08836. 1645337-2020-08838. 1645337-2020-08840. 1645337-2020-08846. 1645337-2020-08847. 1645337-2020-08848. Are related to the same incident.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled ¿two-stage prosthetic breast reconstruction with latissimus flap: prepectoral versus subpectoral approach¿. 1 patient who underwent two-stage prosthetic breast reconstruction with a latissimus flap from subpectoral group experienced nonfatal incidence of pulmonary embolism. The purpose of this study was to presents a comparison of the prepectoral and the subpectoral approach for two-stage prosthetic breast reconstruction with a latissimus flap. Methods: a retrospective review of outcomes and complications was completed between the prepectoral group ( n = 33 patients) and the subpectoral group ( n = 22 patients).